Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿device is difficult to remove¿. A potential root cause for this failure could be "adhesive is too strong". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll self-adhering catheter over penis. 4) gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 5) connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the adhesive was too strong, causing the mecs to be difficult to remove.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the adhesive was too strong, causing the mecs to be difficult to remove.